Event description:
The hcp reported that the pt was administered an "incorrect drug". The pt had a pump refill in 2005 and had experienced "some sleepiness" post refill. Analysis of the drug in the pump revealed that the morphine concentration was 11.45 mg/dl instead of 60 mg/dl and baclofen was 3275 mcg/ml instead of 750 mcg/ml. "The pt was not doing great with incorrect drug, but symptoms were not severe and they have been doing reasonably well for about 2 weeks." A follow-up report will be sent if additional info becomes available.